Event description:
The complainant reported a male patient of unknown age presenting for pre-operative percutaneous coronary intervention (pci). The impella 5.5 device was selected for support leading up to the pci. The device was inserted without any noted issues. Approximately 40 minutes into support, the patient was rolled to the left and right sides in order to place bilateral chest tubes. After placement, suction alarms occurred and the patient's condition declined. Effusion was noted under tee imaging with a posterior left ventricle perforation via the impella device. Intervention was unsuccessful and the patient was withdrawn from care and expired. The physician attributed the perforation to the size of the left ventricle after 40 minutes of unloading. The physician also felt the injury had occurred when patient was rolled for chest tube placement as the impella device was against the ventricle at this time.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Evaluation of the reported incident suggests the perforation was likely caused by patient movement. Should any new information be returned, a supplemental MDR will be filed.